Event description:
Customer called requesting info concerning cidex activated dialdehyde solution. Customer went to the hosp that night and was admitted and diagnosed with "chemical burns" after sigmoidoscopy on 5/6/1999. Emergency physician indicated that the chemical burns were caused by improper rinsing of the sigmoidoscope at the first procedure. Treated and is getting better.